Event description:
A customer contacted beckman coulter regarding erroneously low platelet (plt) results from two (2) different patients that were generated by the coulter hmx with autoloader analyzer. The plt result from patient a was 49 x 10 to the third power cells/ul. The plt result from patient b was 77 x 10 to the third power cells/ul. The customer indicated that the plt results were not reported out of the lab. The customer indicated that the coulter hmx with autoloader instrument was used only to compare the plt results with the results obtained earlier from a different instrument. The customer indicated that the plt results from coulter hmx with autoloader closely matched the results of the different intrument (51 x 10 to the third power cells/ul respectively). The customer then performed a manual slide review for plt. The plt result for patient a was 200-250. The plt result for patient b was approximately 180. No additional event information was provided. The customer indicated that there was no change in patients treatment that can be attributed to or connected with this event.